Manufacturer narrative:
The technician found the right caregiver switch was shorted. He replaced the switch to repair the bed.

Event description:
Information received indicates the bed would go into trendelenburg when the bed up on the control panel was activated. The bed would run down once the switch was released.